Manufacturer narrative:
The getinge field service engineer (fse) stated that he reconnect the motor control board and all the connection of the iabp, run the machine for many hours and did the restarting procedure of the unit multiple time. Later no error found. Checked / verified all the calibration data. Keep for the testing for 24 hours. Unit working okay.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) electrical test failure error 51. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).